Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to determine the last three lots shipped to the reporting customer in the six months prior to the reporting customer in the six months prior to the procedure date. The device history records of the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical on 10/2014 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked". No adverse trends were identified. Although no sample was returned for eval, the most probable root cause for a cracked valve housing is due to an over-tightened connection with the male luer of a needle less connector. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life", and not to use hemostats to "secure or remove devices with luer lock hub connections". (B)(4).

Event description:
Pt reported to the hospital that the hub of a PICC of an indwelling PICC was leaking. The hub was found to be cracked and the PICC was removed and replaced. The pt condition was described as "unaffected". The used PICC was discarded by the hospital.